Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8074 pta balloon dilatation catheter allegedly experienced material rupture and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The 40 year old male patient was 165 lb.

Manufacturer narrative:
H10: the lot number was provided and a lot history review was performed. The device was returned for evaluation and detachment was identified and material rupture is inconclusive. The definitive root cause is unknown. The device is labeled for single use. H10: g4 h11: h6 (results, conclusion) h11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
For the reported malfunction, the device was returned to bd for evaluation. The company is still investigating the issue at this time. The device is labeled for single use.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model va8074 pta balloon dilatation catheter allegedly experienced material rupture and detachment. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The (B)(6) year old male patient was (B)(6) lb.